Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostyle device referenced is captured under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide and prostyle devices after a cerebrovascular interventional procedure using a 9f sheath. Reportedly, when the proglide device was attempted to be removed, resistance was encountered and the proglide was unable to be removed. Several attempts using force were made to remove the device by pushing and pulling the device and were ultimately successful. There may have been a damage to the vessel as a result of the difficulty removing the device. The device was replaced with a new prostyle device; however, hemostasis was not fully achieved. Manual compression was ultimately used to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It should be noted that the proglide IFU states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, absence of using the pre-close technique would not contribute to the reported difficulty removing the device. Additionally, the multiple attempts to remove the device against resistance was circumstantial due the difficulty experience and was not the contributor to the difficulty removing the device. The patient effect of tissue damage (vascular injury) is listed in the proglide IFU as potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported difficulty removing the device could not be determined. Factors that contribute to difficulty to remove the device from the anatomy may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the replacement device was a proglide device and not a prostyle. No additional information was provided.